Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. On-site visual and functional testing was completed on the system. It was reported that the ethernet cable was damaged. Once the cable was replaced the system was tested and it performed as intended. Part was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system would not transfer images to the navigation system. Procedure was completed with the use of an alternate imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.